Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data, which indicated that the cause of the discordant vancomycin result was related to a sample integrity issue for the patient sample. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low vancomycin result was obtained upon repeat testing on a dimension vista 1500 instrument. The sample had initially been tested on an alternate dimension vista instrument and resulted falsely low. The discordant result was reported to the physician(s) and was questioned by the pharmacy. The operator then repeated the sample on dimension vista 1500 (s/n (B)(4)), which also produced a falsely low result. The sample was repeated multiple times on the alternate dimension vista instrument and the dimension vista instrument the sample was initially tested on and results were higher on both. A corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant vancomycin result.